Manufacturer narrative:
After further review of the complaint, it was determined sections h6 and 10 were filled out incorrectly in the initial complaint. Analysis findings: the insulin pump was received with blank display, the problem was isolated to interface board. Unable to perform functional testing due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Pump passed the test. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 319 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.